Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 400 mg/dl after wearing the pod between 24 and 36 hours. Insulin history is as follows: (B)(6). The pod was deactivated pod and he noticed that the cannula was kinked.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No kink was observed in the cannula. No malfunction or other product conditions were found that would have contributed to the reported hyperglycemia.